Event description:
The clinician reports that the day the implant was placed in ada 1, failure occurred upon insertion. No product was returned to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding, fistula and inflammation. No further patient complications were reported.